Event description:
It was reported that this right ventricular (rv) lead exhibited gradual increase in shock impedance resulting in high out of range (oor) shock lead impedance (sli). Technical services (ts) discussed setting upper limit for oor sli to 150 ohms and to consider a max energy shock if sli exceeds 150 ohms. Ts suspected cause of the reported observation to be lead calcification. This rv lead remains in service and no adverse patient effects were reported.